Event description:
It was reported that a revision surgery was perfomed due to proximal screw breaking after three months of original implant.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for summary for our investigation. (B)(4).

Event description:
Based on the available information, the revision surgery has not been performed as of this date.

Manufacturer narrative:
[(B)(4)].